Event description:
Account reported they were getting low sodium results. One patient sample had an initial sodium result of 116 mmol/l and when repeated at a reference lab the result was 140 mmol/l. When repeated on the original instrument the result was 124 mmol/l. The incorrect results were not used to guide therapy. The field service rep found an air leak around the electrode and repaired the instrument.